Event description:
Facility reported to synthes service and repair: the power tool does not stop turning, trigger released and even in off position. It is the second time that this happened in 3 month. The two others sed function very well. (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder